Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during a sacroiliac and thoracolumbar procedure, the thoracic probe was not seated in the navigated frame component tightly. Deformation of the probe was suspected. There was no delay to the procedure. There was no reported impact on patient outcome.

Manufacturer narrative:
Device lot number, manufacture date and unique device identification (UDI) provided. The probe was returned to the manufacturer for evaluation. Testing found that the probe had impact marks on the back end, resulting in fit issues with the mating tracker. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.